Event description:
A 95% lesion in the mid-circumflex coronary artery was pre-dilated with a 3.0mm angioplasty balloon, however, there was a no re-flow phenomenon after the balloon inflations. A 3.0mm diameter by 24mm length s670 stent delivery system was then inserted and deployed at the target lesion site. There was an area of narrowing distal to the lesion, therefore, a bestent was successfully inserted and deployed at the distal site at 8atm. Another MFR's 3.0mm balloon was then inserted to post dilate the bestent. The balloon was inflated to 18atm of pressure, making it a 3.37mm inflation size, subsequently during the inflation of the balloon a perforation occurred in the vessel wall. Subsequently, the pt became hemodynamically unstable, and required and emergent pericardiocentesis, however this was unsuccessful, therefore an emergent pericardial window was performed. A chest tube was inserted with a large amount of blood obtained. The pt was intubated and an intra-aortic balloon pump was inserted. The pt was stabilized after the procedure. At an unknown time after the procedure, the pt reportedly expired a gastrointestinal bleed. Review of the cine of the procedure revealed that the stent was deployed successfully. A balloon was observed post-dilating the bestent2 and the overlap between the two stents. From the cine it was apparent that several inflations of the balloon were used. The final inflation was made with the balloon centered on the stent overlap, which resulted in the distal end of the balloon being at approximately the center of the bestent2 stent. During the last dilation a perforation occurred at approximately the midpoint of the stent which corresponded to the distal end of the balloon. The post-dilatation of the stent overlap a high pressure contributed to the event, as this would expand only one half of the stent. The physician did not believe the bestent2 was responsible for the event. Separate medwatch reports have been submitted for each device involved in this event.